Event description:
As part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage. It was reported the 3d9-3v transducer had come apart in the middle. This transducer was associated with an epiq elite ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer confirmed the reported issue and replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
H11: the initial report inadvertently reported an incorrect date received by mfg (g3) and should have been 21mar2025. A thorough investigation of the 3d9-3v transducer was performed. There were no signs of obvious damage to the transducer other than the split area between the handle and shaft. Based on the analysis, it can be concluded that an unintended excessive force between the two sections (front and rear) of the probe caused the probe to become separated at the joint.